Event description:
On (B)(6) 2009, the pt reported that her infusion device displayed the e2 (battery depleted) error but she did not receive the prior a2 (battery low) alert. She reviewed the alarm history of the infusion device and no a2 was listed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.